Event description:
It was reported that the patient connector and catheter connector of the transfer set had separated from the titanium adapter. This occurred during use, one day after the transfer set was changed. There was no adverse event indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. An evaluation of the actual sample was conducted. Visual inspection, leak testing, clamp function testing and clear passage testing were performed with no issues noted. The integrity of the seal surface was tested with no leaks noted. The sample was confirmed for the reported problem, as the dimensional inspection of the transfer set had identified that the inside diameter of the connector was below nominal. Improvements were made to the mold and molding department procedures. A follow up report will be filed if additional relevant information becomes available.